Manufacturer narrative:
(B)(4). Product not yet returned for eval. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification on 11/08/2014.

Event description:
Consumer complaint of blood results reading "hi". The customer then stated that when he tested his blood sugar today, the result displayed as "hi". The customer states that his expected blood glucose is usually around 126 mg/dl. Back to back blood tests performed resulted in hi and hi. The customer states that he is feeling okay and no medical intervention is needed. The last five blood results in the meter memory: hi on (B)(6) 2014 at 10:57 am. Hi on (B)(6) 2014 at 10:28 am. A 381 on (B)(6) 2014 at 09:09 am. A 381 on (B)(6) 2014 at 08:37 am. A 303 on (B)(6) 2014 at 08:24 am. No adverse event reported.